Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being pulled, the tamping marker was fully exposed and then the device came out of the patient. Manual compression was then applied to achieve hemostasis. Hemostasis was successfully achieved, but the patient needed to rest quietly in bed for one hour. The reported blood loss was less than 250 cc's. The procedure before deploying the device was pci. A pre-deployment angiogram was not performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.